Event description:
It was reported that after reprocessing a mega suturecut needle driver instrument cable was not in the right place. The cable was in a loop. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not have been precise. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contribute to the derailment. Additional finding was the grip cable was frayed at the distal idler pulley. The frayed cable occured on the same side as the derailed. Other cables at the instrument's wrist were not damaged. There were also scratches on the surface of the distal pulley, possibly caused by the derailed cable rubbing on it. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.